Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "the customer reports that their ui600 unit has shown a couple of errors during surgery. The pneumoperitoneum was lost despite the gas bottle being full. During the procedure, they had to replace the unit with an older one. The medical procedure was prolonged by approximately 10 minutes". No negative impact in state of health reported.